Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed in a mid-inferior trajectory using versacross connect (vcc) transseptal access system through a watchman trusteer access system (was) with no use of radiofrequency (rf) energy required. The patient was noted to have difficult anatomy. Intracardiac echocardiogram (ice) imaging catheter was manipulated through the septum. Laa measurements were obtained. When positioning the vcc rf wire with use of the ice catheter, the ice catheter went back to the right atrium and it was difficult to reposition. The vcc rf wire was hard to visualize. Upon repositioning of the ice catheter, a pe located in the right ventricle was noted. The case was aborted. A pericardiocentesis was performed, 300ml of dark red blood removed, and a pericardial drain was placed. The patient is expected to fully recover.

Manufacturer narrative:
Media was provided and reviewed by bsc quality engineers. The provided media depicts the devices used in the procedure are in their packaging and cannot be used to assess the reported events.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed in a mid-inferior trajectory using versacross connect (vcc) transseptal access system through a watchman trusteer access system (was) with no use of radiofrequency (rf) energy required. The patient was noted to have difficult anatomy. Intracardiac echocardiogram (ice) imaging catheter was manipulated through the septum. Laa measurements were obtained. When positioning the vcc rf wire with use of the ice catheter, the ice catheter went back to the right atrium and it was difficult to reposition. The vcc rf wire was hard to visualize. Upon repositioning of the ice catheter, a pe located in the right ventricle was noted. The case was aborted. A pericardiocentesis was performed, 300ml of dark red blood removed, and a pericardial drain was placed. The patient is expected to fully recover.